Event description:
It was reported that the physician, who is trained in device use, attempted arteriotomy closure with a starclose vascular closure system after an intervention procedure. The first click was heard, but not the second. The vessel locator did not remain down. The device was pulled out without any resistance and with the wings closed. It's unknown how closure was achieved. There was no patient injury. No additional information is available.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.